Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section a, to update section d9 and section h3, and to provide the completed investigation results. It was initially reported that the actual device was available for investigation; however, it was confirmed not to be available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Mechanism of breakage of guidewires: it is known from our past experiments that the guidewire may get broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. One-way pulling load: the outside diameter of the wire has been diminished toward the broken ends. Repetitive bending load at a 90-degree angle: the broken ends are not deformed in a tapered shape and dimple pattern is observed on the fracture surface. Continuous one-way torque load: the broken ends are not deformed in a tapered shape and radial pattern is observed on the broken surface. Pulling load to a test sample kept in a loop shape: the broken ends have been curved. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that the actual sample was broken off due to having been subjected to one of the loads described in investigation. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found that it had been fractured into two portions. The distal and proximal portions measured approximately 158 millimeters (mm) and the 1642 mm respectively. As the specified length of the involved product code is 1800 mm, it was supposed that no portion was missing from the actual sample. Magnifying and electron microscopic inspection of the fracture end found that the outer layer had been torn off and wrinkles had occurred on the side surface. The outer layer at the fracture surface had been twisted. From this, it was inferred that torque force was applied to the outer layer. The outer layer was removed. Magnifying and electron microscopic inspection of the fracture end of core wire found it was not tapered and a radial pattern was formed on the fracture surface. The outer diameter of the undamaged part of the actual sample was confirmed to be within our control standard and no abnormality was observed. We have been aware that the guidewire may be fractured when the following force a) - d) is applied. In addition, we have been aware that the shape of fracture end and fracture surface of the core wire is characterized depending on the mechanism leading to the fracture. A) when pulling force is applied, the fracture end is tapered, and a dimple pattern (a hole-shaped pattern) is formed on the fracture surface. B) when repeated bending force (repeated 90 ° bending force) is applied, the fracture end is flat without tapering, and a dimple pattern is formed on the fracture surface. C) when a continuous one-way torque force is applied to a guidewire kept in a curved state, the fracture end is flat without tapering, and a radial pattern is formed on the fracture surface. This state is considered similar to that of the actual sample. D) when pulling force is applied to a looped guidewire, the fracture end is curved and tapered; roughness is observed on the fracture surface. Based on the investigation result, as a possible cause of this case, the following mechanism was inferred. While the actual sample was in a curved state, continuous torque force in the same direction was applied to the area in question, which resulted in the fracture of core wire. Subsequently, the outer layer was twisted off due to further continuous torque force applied to the actual sample.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, only year provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k955801, k170417. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported during tace that the guide wire gt in the catheter in the right hepatic artery had broken off 10 cm from the distal end. The torn off piece of wire was attempted to be recovered with a snare (sling). Unfortunately, this was not a success. Due to the fact the torn off piece of wire could not be recovered with the help of a (snare) loop, an open surgical recovery had to take place, which automatically led to an injury to the patient's tissue. The patient was reported to be doing fine so far. He was not in the intensive care unit but in a normal ward, stable and responsive. During tace that the guide wire gt in the catheter in the right hepatic artery had broken off 10 cm from the distal end. The tace has been postponed.